Event description:
Customer states: "a pt came in with a portion of their stent that had been peed out."

Manufacturer narrative:
One opened and used stent segment was received in a ziplock bag. The segment measured 1.9cm; both ends of separation were noted to be at sideports as well as having the appearance of being jagged. Cracks were noted beginning at the separated ends of the stent segment; 3 cracks 11mm in length, 2 cracks 2mm in length and 1 crack 3 mm in length. One sideport was located in the center of the segment noting no cracks with a clean appearance. No encrustation or discoloration was noted on the segment, the overall color of the segment was slightly darker than usual. The physician stated in 2007, the stent was placed easily. The pt returned to the hospital with their parent's the following month, due to the child peeing out a portion of the stent. A kub was performed which indicated the stent had fragmented into 5 pieces. Two pieces were removed at that time. The pt had to be put under the two remaining pieces were removed; the pieces were most likely thrown out. Another cook stent was placed and the pt is currently doing fine. The sales representative visited the facility and indicated that products are stored in a lighted cabinet. Storage conditions are printed on the label indicating products should be stored in a dry, dark cool location. Improper storage has most likely weakened the stent causing the customers difficulty. Should add'l info become available, it will be forwarded.